Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the colon during a colonoscopy with polypectomy procedure. According to the complainant, the handle cannula of the snare disengaged from the handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of handle cannula detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.